Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a shorted solenoid that melted the solenoid plunger sleeve in the locked position and it could not even retract manually into the solenoid. The overheated coil damaged is visible with the orange stripe of burned coil wrapper. The field service engineer replaced the solenoid and the drawer controller to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system cubie not detected on bus. The customer added that this malfunction occurred during user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.